Event description:
The customer called the customer response ctr (rc) to report that the device had a red x and they were unable to enter clinical mode. There was no pt involvement reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.